Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported transient light sensitivity syndrome three weeks after bilateral lasik. Patient used a steroid gel drop. Patient is improving slowly. There are two medical device reports associated with this event. This report references the right eye.